Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak while changing infusion set. The patient¿s blood glucose level was unknown at the time of the incident. Customer would take the top off to connect it to the tubing and it would pull the cap off and the reservoir would leak, blue transfer guard is pulling the cap off the reservoir. The reservoir will not be returned for analysis.